Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned and analyzed by a bsc quality engineer. The 14 f isleeve introducer sheath was returned with the dilator completely pushed into the 14f isleeve introducer sheath and out of the sheath tip. The hub, cap, sheath, and tip were visually and microscopically examined. Inspection of the 14f isleeve introducer sheath revealed that there was blood inside and outside of the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was torn at one of the seams from approximately 0.5cm to 14cm from the tip. Of the other two seams, one was expanded, and the tip was split. The expanded seam of the 14f isleeve introducer sheath and the split tip occurred along the seam line. This observation is expected with the use of the 14f isleeve introducer sheath, as the seams and tip are designed to expand with use to allow passage of delivery system and balloon aortic valvuloplasty (bav) balloon during the procedure. Photographic images and video media was provided to aid in the investigation and was reviewed by a bsc engineer. The photographic images and videos showed that the liner of the 14f isleeve introducer sheath had torn. In the first photographic image provided, the dilator of the 14f isleeve introducer sheath can be seen while inserted in the 14f isleeve introducer sheath. The photographic images and videos appeared to only focus on one seam of the 14f isleeve introducer sheath. The provided media was consistent with the reported event.

Event description:
It was reported that a liner tear of the 14f isleeve introducer sheath occurred. Procedure summary: the native aortic annulus was moderately calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. An acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the instructions for use. The acurate neo2 tf ds was advanced into the patient and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. When the physician removed the 14f isleeve introducer sheath it was noted that the liner of the 14f isleeve introducer sheath was torn along the shaft of the 14f isleeve introducer sheath. Patient status: no patient consequences were reported.

Event description:
It was reported that a liner tear of the 14f isleeve introducer sheath occurred. Procedure summary: the native aortic annulus was moderately calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. An acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the instructions for use. The acurate neo2 tf ds was advanced into the patient and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. When the physician removed the 14f isleeve introducer sheath it was noted that the liner of the 14f isleeve introducer sheath was torn along the shaft of the 14f isleeve introducer sheath. Patient status: no patient consequences were reported.